Manufacturer narrative:
Based on the results of the investigation, the root cause of the defective motherboard could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the generator was found to have a defective motherboard, leading to low output. There was no patient involved.

Manufacturer narrative:
This report is being supplemented to provide a correction. Please see updates to d9 and h2.

Event description:
There is no additional information provided by the customer.